Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that during a follow up, it was noted that this ra lead impedance was greater than 3000 ohms and thresholds had risen to 3.5v@1ms. It appeared that there may be a lead fracture. Lead replacement has been scheduled.